Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) and right ventricular (rv) lead exhibited twiddler's syndrome. The ra and rv leads were observed to have dislodged. A revision procedure was performed. The leads were successfully explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis confirmed the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead body was slightly twisted/wavy. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded that the damage observed was consistent with damage related to twiddler's syndrome.